Manufacturer narrative:
A ge healthcare technician replaced the on/off switch and the unit was returned to service. No report of patient involvement.

Event description:
During the depot repair, the ge healthcare technician noted the defective on/off switch issue. There was no reported patient involvement.